Event description:
It was reported to boston scientific corporation that during a procedure using a capio cl suture capturing device, the device misfired twice, leaving two needles inside the patient. The physician decided they were too small to retrieve. The patient was reportedly "fine" post-procedure.

Manufacturer narrative:
A review of the manufacturing records for this lot shows no evidence of a manufacturing-related potential cause for this event. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.